Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received motor position encoder error alarm and a motor error alarm. The customer's blood glucose was 13.3 mmol/l at the time of incident. The customer stated that the insulin would reset itself when performing rewind. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery; unable to perform the a21 error, occlusion and excessive no delivery test due to motor error alarm also, unable to verify e70 alarm in the alarm history due to history file overwritten. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. All of the buttons are functioning properly, no damage was found on the keypad assembly noted and no unlocked lcd keypad connector during our visual inspection. No button error alarm during testing. The insulin pump had normal operating currents and passed the self test, rewind, basic occlusion, prime and displacement tests. No cosmetic damage noted during physical inspection.